Event description:
Boston scientific received information that this patient was admitted to the intensive care unit (ICU) for heart failure. Device evaluation was requested as the patient's heart rate was in the 30's and there was no pacing therapy. A boston scientific sales representative evaluated the device and stated there were no problems noted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.